Event description:
It was reported the patient developed an infection, was septic, and there was vegetation on the leads. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.